Event description:
It was reported that the patient experienced painful sensations when putting on the speech processor on her right hand side. From then on the patient was no longer able to hear with her device. External parts have been exchanged two times, however without success. Testing was not possible since (B) (6) 2007, however the patient was able to hear until 10 days ago. An implant check was carried out on (B) (6) 2009 which confirmed that the device is no longer working within specification.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.